Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that "will not turn off." It is unknown when and where this event occurred. This has the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that will not turn off was confirmed during product evaluation. The cause was determined to be a broken pump head door. The pump head door with required parts was replaced and the occlusion sensors were calibrated per service manual to resolve this problem.